Event description:
The event was reported as: jamming of device during a prcedure. No pt injury or intervention reported.

Manufacturer narrative:
A sample device is available and requested for evaluation, but not received at the time of this report. The results of the investigation are not available at the time of this report.